Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation is company representative/field service representative.

Event description:
The customer questioned inr results for 10 patient samples tested on coaguchek xs meter serial number (B)(4) compared to the siemens laboratory method using innovin reagent. Based on the data provided, the results for 2 patients were discrepant. Patient 1 result from the laboratory at 3:15 a.m. Was 1.3 inr. The result from the meter at 8:45 a.m. Was 1.8 inr. Patient 2 result from the laboratory at 3:18 a.m. Was 1.6 inr. The result from the meter at 9:10 a.m. Was 2.1 inr. The patients' therapeutic range was not provided. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.